Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent and implant damage was noted. Analyst noted the lead was returned with a damaged helix. No tissue was found on the helix. Torque was transferred properly to the tip when the is-1 pin was rotated.

Event description:
It was reported that upon attempting to pass the lead in to the right ventricle, the screw caught on tissue. After removing the lead, the screw was noted to be partially extended. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.